Event description:
Meter was reading inaccurately low. The medical affairs specialist spoke with the patient to obtain additional information. The patient reported obtaining results of "lo" (low) on theirs meter, while battling a respiratory infection. He was seen at the hospital for non-diabetes related treatment and a blood glucose test read higher than his meter readings. The patient could not recall the results obtained at the hospital. The patient did not allege harm. There was no information to suggest that the patient experienced injury or medical intervention due to the meter.the customer care representative (csr) walked the patient throiugh two consecutive control solution tests and the results fell outside the specifications. The csr verified that the test strips and control solution were within expiration date and in good condition. The meter and test strips were replaced.